Manufacturer narrative:
The device was conform on leaving manufacturing site. This part was not returned for investigation but pictures were provided. The analysis of these pictures has been performed and concluded that the inner diameter is warped. Moreover, this topic is addressed through a CAPA and the conclusion of the investigations already performed, concluded that the drill adaptor design must be improved. Unique identifier (UDI) #:(B)(4).

Event description:
During an seeg procedure, the surgeon was unable to advance the 2.4mm bolt driver through the 2.45mm drill guide. It appeared as though the inner diameter was somehow warped (although no damage was obvious to the eye). The spare 2.45mm adapter was retrieved and the case continued normally. The impact was limited to a delay of about 10min to retrieve the spare.